Event description:
It was reported that the customer experienced a high blood glucose (bg) however, a specific value was not provided, due to not being connected to infusion set. Reportedly the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.